Manufacturer narrative:
F10, corrected data, code f1903 inadvertently omitted from initial mdrh10 corrected data, statement : &#34;h3. Device evaluated by MFR?, code 81: device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device&#34; was inadvertently omitted from h10 field in the initial MDR.

Event description:
It was reported that the patient's generator and distal portion of lead were explanted approximately 5 months after a generator replacement due to a staphylococcus aureus infection, two month later he developed an abscess adjacent to the retained vns electrodes which prompted an I&d of his neck abscess with microsurgical removal of the vns electrodes. The surgeon attributed the patient's infection to implant surgery and patient manipulation of the vns site. The manufacturer's device history records of the lead and generator were reviewed. Sterility of both prior to distribution was verified no further relevant information has been received to date. Device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.